Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: replaced power supply sloves the problem.

Event description:
The following was reported to hamilton medical ag: summary: no ac power, machine runs on battery self test failed.

Event description:
The following was reported to hamilton medical ag: summary: no ac power, machine runs on battery. Self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: replaced power supply sloves the problem. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.